Event description:
(B)(4). I had the essure implants placed in 2009. After the procedure, I had extreme cramping, pelvic pain and bloating for most of a year. I had pain with intercourse, low labido, skin rashes, pain in my scalp or may be my brain that felt like electric shocks. I have chronic fatigue and chronic headaches, leg and joint pain. Increased depression and anxiety, mood swings. Metallic taste in my mouth. Severe cramping and bloating after intercourse. Left side abdominal pain. Tubal spasms. Dental issues, chest pains.